Event description:
The customer reported the video system center indicator light fails to work and a b30 error was observed. The event occurred during a diagnostic gastroscope procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of indicator light failure was not confirmed; however, the b30 error was confirmed due to a poor printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the root cause for the phenomenon ¿the front panel indicators were not illuminated when the aircraft was powered on¿ could not be identified. The device issue was not reproduced. For the phenomenon ¿error code b30¿, the device issue was reproduced, and it was noted that it was an error that occurs during communication failure between the scope and the processor. Therefore, it was determined that the cause was a communication failure with the scope due to a failure of the socket pcb. However. The cause of the failure of the socket pcb could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.